Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height auxiliary drawer 2.2 malfunctioned due to a defective latch. A field service engineer discovered that the latch had detached. To rectify the problem, the engineer replaced the screws and removed a medication jam from one of the pockets. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a problem in which the half-height auxiliary drawer 2.2 was unable to close properly. This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this incident.